Manufacturer narrative:
Hospital confirmed that the tip came off the shaft of the electrode during cleaning in operating room, while not in use. No patient was involved. The hospital estimated that they had used the instrument approximately 10-12 times. The maximum number of uses, as noted in the instructions for use, is 25 times. Actual number of uses can not be determined with certainty. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force.

Event description:
Tip broke off of suction irrigation electrode while being cleaned in operating room, not in use on patient. Items are cleaned by hand. No patient involved.